Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report during preparation of the cds, the clip jumped opened while establishing final arm. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3+. During preparation of the clip delivery system (cds), the clip jumped opened when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. Therefore, the cds was not used in the procedure. A new cds was used to complete the procedure. One clip was implanted reducing mr to <1. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip opening and clip jumping could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opening and clip jumping. There is no indication of a product issue with respect to manufacture, design, or labeling.